Event description:
It was reported that the procedure was to treat a calcified lesion the posterior descending artery. When the voyager balloon was inflated to 8 atmospheres, saline and contrast was observed leaking out a small hole in the balloon. This occurred again with a 2nd voyager. There were no patient effects. A new voyager balloon was used to complete the procedure with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx voyager ((B)(4)) is being reported under a separate medwatch report number. Evaluation summary: analysis of the returned 2.5x20mm voyager noted blood visible in the guide wire lumen as well as contrast visible on the shaft, in the inflation lumen and in the loosely folded balloon. This suggests that the catheter was prepared for use, loaded onto a guide wire and pressurized during the procedure. An attempt was made to pressurize the catheter, but the balloon would not inflate due to the crystallized contrast noted. After the device was left pressurized to dissolve the contrast, the analysis confirmed that there was a pinhole in the balloon above the proximal balloon marker. There was also a scratch noted on the outer surface of the balloon adjacent to the rupture site, which suggests that the failure may have been attributed to mechanical damage to the balloon. Since there was no report of any leaks noted during device preparation, this may indicate that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the material to weaken and rupture upon an attempt to inflate the catheter. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. The analysis also noted multiple bends throughout the entire length of the hypotube. However, since this damage was not originally reported in the case description, the shaft likely bent from further handling as the product was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous and moderately calcified, which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency.